Event description:
It was reported that the patient presented to the ER due to appropriate shocks for vf. However, after the shock, noise was noted on the rv channel. The physician opted to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.